Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. During implant of the pacing leads, the patient suffered cardiac arrest, combined with heart failure, which was an obstructive pulmonary disease, and died after failed emergency rescue.